Manufacturer narrative:
B2, b5

Event description:
A customer reported experiencing a high blood glucose (bg) displayed as "high"; however, specific value was not provided. The customer replaced the infusion set and cartridge to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
A customer reported experiencing a high blood glucose event, although the specific value was unknown and displayed as either ¿high¿ or 427 mg/dl. There was no adverse impact to the customer¿s blood glucose level as no further complications were reported. To address the high blood glucose event, the customer replaced the infusion set and cartridge and was advised by technical support to consult with a healthcare provider to discuss potential factors affecting blood glucose levels. The customer understood and acknowledged this recommendation, and the case was subsequently closed.